Event description:
The patient reportedly experienced a loss of lock with the device. External equipment was exchanged and programming adjustments were made, however, the problem was not resolved. Testing performed on the device showed that it was not functioning. Surgery to explant the patient's device has been scheduled.